Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had auxiliary drawer failure. A field service engineer swapped the drawer with a half height drawer for the test station and confirmed that the switch occurred due to human error. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.1 and 2.2 failed on shortstay1. Slide rail was broken and disconnected from the cabinet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.